Event description:
The customer reported via phone call that they received a blank display after. The customer also reported a failed battery test alarm occurring while troubleshooting for the blank display. Customer stated they did not drop, bump, or expose their insulin pump to moisture. The customer's battery compartment and contacts on their battery cap were also not damaged or corroded. Troubleshooting was able to recover the customer's display by inserting a new battery. Customer's blood glucose was 170 mg/dl. The customer was advised to monitor the insulin pump. It was also found the customer was sent a replacement battery cap. The customer was advised that the device would be replaced. Customer declined to return the product for analysis

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.